Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports his controller dies and only works when plugged into the wall. Pt states he charged controller all night to wall and when he unplugged the screen went blank. Patient services (pss) had pt reset controller and pt could not troubleshoot further and will call back when his daughter gets home. Pt states he's handicap and hard to do this. Pt ended call. The issue was not resolved. The caller was redirected to pt will be calling back with a helper. Pt's daughter called back to continue troubleshooting with pt's equipment while in acupuncture waiting room. Caller confirmed controller still would not hold/take charge from ac power. Once caller found an outlet they could use, they confirmed the green light on ac power came on when plugged in, but controller didn't display a green light. Agent had caller check controller port, battery compartment, and battery connector pins for v isible damages; none reported. Caller was concerned, as pt had been unable to charge their implant all weekend. A replacement controller and battery pack was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6). Product type accessory product ID 97745, serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745 battery pack (serial number (B)(6)) revealed this device would not charge. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.